Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that after the implant was done the patient had pain in their back so they went to see the health care professional (hcp) at the hospital and they did an MRI and found it had moved. Product service specialist (pss) asked the patient what moved and the patient said they think it was the ins. The patient stated they reset it; not surgically with their machine. The patient stated a neurosurgeon did an x-ray, CT scan, MRI and said the leads were intact and it looked good. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that there was no significant lead migration and they were stable. It was stated that the patient¿s back pain had been resolved.